Manufacturer narrative:
Method: a review of the manufacturing records is being conducted. The delivery catheter has been returned to gore for analysis.

Event description:
On (B)(6) 2011, the patient was being treated with the gore excluder aaa endoprosthesis. The patient had long anatomy and the gore dryseal sheath was not long enough to reach the contralateral gate causing the physician to advance the contralateral leg component outside of the sheath. The proximal end of the contralateral leg component was catching on the contralateral gate but the physician was finally able to insert the device through the contralateral gate. While the physician was getting the contralateral leg component into position, the olive separated from the catheter causing the device to prematurely deploy. The physician deployed the device 1 cm distal from the proximal end of the trunk-ipsilateral component, extended the limb to achieve distal seal and used a snare to successfully remove the broken catheter. The aneurysm was excluded and the patient tolerated the procedure. The physician suspected that the catheter broke due to the device catching on the contralateral gate.